Manufacturer narrative:
Tracking #.49490/c. Proximate reloadable linear stapler: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident was due to the cartridge being improperly aligned with the cartridge guides when inserted. This is evidenced by the instrument being returned with the cartridge mispositioned on the cartridge guides and with the cartridge rear cap and the retaining pin missing from the cartridge. The instrument will not fire or function properly if the cartridge is improperly aligned with the cartridge guides and does not load and seat properly. The instrument was fired with a test cartridge and it fired and formed all the staples with no difficulties noted.

Event description:
It was reported the tx60b was used during an unknown procedure. It was reported by the affiliate there was a misfunction (no details). There was no consequence to the pt.